Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was 275 mg/dl. During the system check with tandem technical support, it was determined that the cartridge should be changed. The customer was able to load a cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplement report will be submitted if the device is received.